Event description:
Fluoroscopic examination of the pacer lead on 8/29/96 indicated that the "j" retention wire was protruding through the sheath. On 9/3/96, after attempts to remove the lead manually, an eximer laser lead extractor was used to successfully remove the lead. No complications have been noted to date.